Manufacturer narrative:
Correction: g2 reporter previously given as "other- unknown" now corrected to "other- medtronic".

Event description:
Voluntary medwatch report received stated that the left ventricular lead exhibited loss of capture. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report received. Medwatch: mw5145852.